Event description:
Additional information reported that the revision surgery had not been scheduled as of 2012 (B)(6). If additional information is received, a follow up report will be sent.

Event description:
It was reported that a lead was broken. An impedance check found contacts 4 and 8 were high and out of range. The patient had suboptimal stimulation. An attempt to reprogram the device around the out of range electrodes was unsuccessful. A lead revision was planned. It was noted there were no patient injuries related to the event. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377760, lot# v011055, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3550-39, explanted: 2012 (B)(6), product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 377760, lot # v011055, implanted: (B)(6) 2006, product type lead; product ID 377760, lot # v011055, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37742, serial # (B)(4), product type programmer.

Event description:
Additional information was received that reported the lead revision surgery had not yet been scheduled as of (B)(6) 2012. The hcp and patient were waiting for insurance approval. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead was removed, a new lead was placed, and the patient was receiving good coverage. Two weeks later, it was reported that the patient recovered without sequela. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
The product return date was not listed in the previous report, this has been updated. Analysis of the lead, lot #v011055, found four conductor wires broken near the titan anchor site. Analysis of the anchor, product #3550-39, found it separated with no significant anomalies.